Manufacturer narrative:
Device evaluated by MFR: the rotawire was received analysis. Visual and tactile inspection of the returned device revealed a core wire fracture approximately 137.5cm from the distal end. The length of the proximal portion was approximately 192cm and the length of the distal portion was approximately 137.5 cm. All of the outer diameter measurements were found to be within specifications. Fracture analysis found that the failure in both portions of the guide wire were due to a wear reduction of the cross-sectional area. There was evidence of copper over the wear surface which indicates that the rota burr came in contact with the wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damaged as the event occurred prior to patient contact. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2011-03361. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. During platforming of the rotablator rotalink plus burr outside of the body the extra support rota guide wire fractured about 120cm from the distal end of the device. The procedure was completed with another of the same device. No patient complications were reported and status is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID#: 2134265-2011-03361. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. During platforming of the rotablator rotalink plus burr outside of the body the extra support rota guide wire fractured about 120cm from the distal end of the device. The procedure was completed with another of the same device. No patient complications were reported and status is good.